Event description:
It was reported that the tip of the probe broke. Additional information confirmed that a shaver was used to suction our the piece.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The returned unit, which had been used in surgery, was visually inspected without magnification. Visual wear marks were observed on the ceramic and lumen. A piece of ceramic of the right side of the probe (electrode facing forward) is missing. Review of the device history record (DHR) of this lot number disclosed no discrepancies that could contribute to this condition. Even though the unit was not extensively used, possible root causes could be due to user related (misuse) and/or possible impact with cutter or another instrument that could lead to the breakage observed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe broke. Additional information confirmed that a shaver was used to suction our the piece.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.